Event description:
Patient presented for elective phacoemulsification with posterior chamber intraocular lens implant of the right eye. Surgery was completed without any known complications by a non-employed provider. The patient presented the next day for a follow-up appointment. At this time an eyelash was noted to be trapped under her lens. She was brought back to the or that same day, by the same provider. The eyelash was removed with no further complications noted. The implant record contains the following information: t = 9.07; e = 21%. Model: sa60at. Power: 23.5d. Length: 13.0mm. Optic: 6.0mm. Exp date: (B)(6) 2020. Uv. A pcl. Acrsof single piece 1ol. Alcon laboratories, inc.